Event description:
It was reported to resmed that an astral device unexpectedly restarted and displayed a safety reset complete alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not reproduce the reported complaint. Review of the device error logs identified a critically low internal battery alarm followed by total power failure alarm and safety reset complete alarm. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).